Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having several weak battery issues with the insulin pump. The customer noticed the device would be completely power down. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The display returned. They received a failed battery test alarm. There was no clear indication that the failed battery test alarm was cleared. The device will not be returned for analysis.